Event description:
The caller reported an issue during the fill tubing step of the load sequence, where they did not see drops of insulin at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.